Manufacturer narrative:
Follow-up # 2 ¿ (12/27/2014). The patient¿s meter has been returned on 9/8/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results of "30, 67, 61mg/dl" and "250, 272, 260 mg/dl" when tests were performed within 20 minutes. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.